Event description:
It was reported that the patient with this insertable cardiac monitor (icm) presented a wound dehiscence. Upon evaluation, the physician opted to explant the icm and allow the wound to heal before proceeding with the implantation of a new device. The original icm is expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. The current drain was measured and found to be normal. Testing was completed to assess sensing and device functionality. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) presented a wound dehiscence. Upon evaluation, the physician opted to explant the icm and allow the wound to heal before proceeding with the implantation of a new device. The original icm is expected to be returned. No adverse patient effects were reported.